Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with cardiac resynchronization therapy defibrillator (crt-d) was told that device would last for eleven years. Recently, the patient was told that the device would last four more years. Boston scientific technical services (ts) referred the patient advocate to the physician. There was no further information provided. The device remains in service. No adverse patient effects reported.